Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer was able to duplicate the reported problem. During evaluation, the service engineer reported the remote alarm test failed. The service engineer replaced the main pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.